Event description:
It was reported that the user paired and activated a new freestyle libre 3 plus sensor with the abbott app, which led to the sensor being in use by another device, and was then instructed to apply and pair a new sensor using the ilet mobile app; the user successfully applied and paired a new sensor with ilet, and was transferred to abbott for replacement support as needed, consistent with an improper or incorrect procedure or method and a sensor in use by another device scenario. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the sensor and applications, consistent with user procedure error; a specific device sub-component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended use error related to improper setup procedure.